Event description:
It was reported that the patient received two inappropriate shocks due to nonphysiologic noise, with pocket pressure, impedance rose to 8000 ohms, and the thresholds were high. In addition it was later reported that the patient developed an infection. The lead was then removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, there was tissue on the helix, outer tubing overlay with cosmetic environmental stress crack, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.